Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin. Net transmission. The transmission from the implantable cardioverter defibrillator showed episodes of auto mode switch and ventricular oversensing from (B)(6) 2020. Upon review of the episodes, they appeared to occur secondary to high voltage capacitor maintenance check and the maintenance checks were aborted. These events were captured as auto mode switch episodes stored on the device. Programming changes were recommended to resolve the anomaly. The patient was not affected by the anomaly observed.